Event description:
It was reported that the patient's implantable pulse generator (ipg) was replaced with a non-rechargeable devices due to charging issues. The patient was doing well postoperatively and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that was received that the patient's ipg had migrated causing difficulty charging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was replaced with a non-rechargeable devices due to charging issues. The patient was doing well postoperatively and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.